Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after approx 24 hours in use. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.